Event description:
It was reported that catheter is damaged. Date of event: 5/02/2026 our nursing staff at pvh has reported that this lot is rough/thick, causing blown out veins. All incidents were noted in ER, no delays other that reattempts for IV access were noted. Pressure applied to site and this issue caused patients to have multiple IV placements unnecessarily. Was patient or end-user injured: y when was incident noticed: during use was incident discovered during direct patient care: y. Was any medical treatment required: n.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.